Manufacturer narrative:
The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this item. Review of device history records found unrelated deviations during the manufacturing process. The nonconformances were scrapped. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint: (B)(4).

Event description:
It was reported that a patient underwent left partial knee arthroplasty on (B)(6) 2007. Subsequently, the patient reported giardiasis edema on (B)(6) 2007. On (B)(6) 2008 the patient reported lateral knee pain and shoulder pain secondary to glenohumeral arthritis. The patient expired on (B)(6) 2014 due to unknown reasons. An obituary was found online of the patient's passing. It is unknown if the implants were in situ at time of death.